Manufacturer narrative:
On march 25, 2026, the mentor failure analysis lab has received a device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. With the returned device, the product identity was determined as the following: lot: 5551904. Serial: (B)(6). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right implant by a medical professional. As a result, the patient underwent bilateral exchange with mentor saline implants on (B)(6) 2026. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as several of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2026, mentor completed an evaluation on the returned device. Device evaluation: mentor then conducted visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear and an area of missing material was observed on the anterior view measuring approximately 0.5 cm and 0.3 cm x 0.2 cm respectively. Microscopic examination was performed on the edges of the tear and missing material, and parallel striations were found in an area of the tear and missing material on the on the anterior view, measuring less than 0.1 cm and approximately 0.2 cm respectively. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear and missing material could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. The investigation found the reported event was caused by use error (reasonably foreseeable misuse). Foreseeable misuse is considered in the company¿s risk management documentation. The post-market surveillance (pms) system periodically trends complaint data to detect signals related to product quality, patient safety, and use error. Quality issues that could affect safety are escalated through the quality system and may trigger a trend report when appropriate. Pms reviews and complaints feed into the risk management process; based on current review, no device design, usability, or instructions/training changes are needed. Manufacturer¿s reference number: (B)(4).